Manufacturer narrative:
This report is submitted on october 26, 2021.

Event description:
Per the clinic, the patient experienced an infection (cellulitis) (specific date not reported) and was treated with topical and oral antibiotics (specific date and duration not reported). The patient experienced skin overgrowth on the abutment site. Treatment with topical and oral antibiotics was unsuccessful. Subsequently, the patient underwent skin revision surgery on (B)(6) 2021 however, this did not alleviate the problem resulting in another skin revision surgery under mac sedation on (B)(6) 2021 to revise the skin and change to a longer abutment. The patient was prescribed topical steroid post-op.